Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardioverter defibrillator was unable to communicate with the programmer. It was noted that there was a potential radio frequency chip issue within the device and no connectivity was appearing. Programming changes were performed. The patient was in stable condition.